Event description:
The customer reported that the unit will not power up.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep was unable to duplicate "no boot" problem. He checked voltages in the work station and 5v a little low. The rep adjusted up to within spec. He also found the footswitch in need of replacement. He ordered the footswitch. This could have caused an intermittent "no boot". The rep verified proper operation and returned to service.